Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens () implant procedure, the iol found to have fractures / breaks in the iol. Additional information was received stating there was no issue with the cartridge and no issue with the injector. Lens did touch the eye, no patient injury.